Event description:
It was reported that the atrial lead had low impedance and was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 419388, lead, implanted: (B)(6) 2008; d314trg, biv ICD, implanted: (B)(6) 2013. (B)(4).